Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection, sepsis and vegetation. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa). No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.